Event description:
It was reported that both t1 and t2 deploy together. No patient injury reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows the insertion needle is bent on two planes. No suture or ts remain on the insertion needle but were returned. Examination of the construct showed no abnormalities. Device was functionally tested for proper actuator advancement and cycling, device did not function as intended due to the bent needle. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿.